Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after impella cp was placed, a percutaneous coronary intervention (pci) procedure was started. During the pci procedure while utilizing shockwave on the left main, the automated impella controller placement signal disappeared with a placement signal not reliable alarm. The patient¿s blood pressure and flows were affected for about 30 seconds and then they both recovered simultaneously. The impella cp functioned without issue for the remainder of the case, but the placement signal never resolved. After completion of the case, impella cp support was rapidly weaned and explanted.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The pump was returned and evaluated. The pump passed the laser continuity test, but its 5s parameters indicated a hard failure of the sensor with signal not reliable (snr) at 0 and the cavity length maxed out above 32000. The data logs show the placement signal (ps) signal go out of range about 2 hours into the case with snr dropping to 0, gain increasing, contrast decreasing, and lamp increasing. The clinical details mention the ps goes out when using shockwave; however, the distance between shockwave and the sensor is unknown. The distance between shockwave and the sensor should be greater than 20 mm to avoid interfering with and/or damaging the optical sensor per the instructions for use. The root cause of the optical signal issue was most likely a damaged sensor from shockwave interaction. D9 date device returned to manufacturer added.